Manufacturer narrative:
Batch review performed on 13-january-2024: lot: 2212715: (B)(4) items manufactured and released on 21-09-2022. Expiration date: 2027-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 months from primary the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.